Event description:
Covidien formerly tyco healthcare rec'd a report from a biomedical engineer that the unit did not provide an audio tone in 2008.

Manufacturer narrative:
The device associated with this report was requested back for eval but the customer has opted to not return it. The customer isolated the problem to the speaker. Previous investigations have isolated the problem to an open circuit. If additional info is made available, a supplemental report will be submitted.